Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Patient exit report from the hospital as well as the surgical report provided. Indication for surgery is a trochanteric dislocation after total hip replacement by trochanteric osteotomy 14 days ago probably due to somewhat unfortunate screw position for trochanteric refixation. Especially also due to feeling of instability of the patient. Fragments seen intraoperatively as well as the exposed screw, which were all removed. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign; "switzerland". Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : item/lot unknown.

Event description:
It was reported that the patient underwent revision surgery 14 days after hip implantation due to trochanteric dislocation. During the revision, it was found that the screws were not in the correct position and were easily removed. Refixation of the trochanter was performed with a screw and cerclage. Due diligence is in progress for this complaint; to date no additional information or product has been received.